Event description:
It was reported that the handpiece began overheating during a 3rd molar extraction surgery. There was no reported pt or user injury, and the case was continued with another device.

Manufacturer narrative:
The handpiece has been rec'd at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the driveshaft was corroded. The driveshaft, bearings, and spindle housing were replaced.